Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
On (B)(6) 2012 it was reported that the patient was admitted to the hospital by the emergency doctor because her blood glucose level was too high. The patient thinks the infusion device delivers too low of an amount of insulin. No further information is available at this time. The infusion device was requested to be returned for evaluation.